Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the adc freestyle libre sensor and experienced symptoms described as ¿not feeling well¿ and a loss of consciousness and was incapable of self-treating. The ambulance was called and the customer was transported to a hospital where a blood glucose reading of 54 mmol/l was obtained and the customer was diagnosed with hyperglycemia and treated with an infusion. There was no report of death or permanent injury associated with this event.